Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "No patient involved. The unit was connected to ac and there was a loss of ac power message. Error log shows config lost and settings lot. No date and time info defaults to 2001. The uim [user interface module] needs to be replaced. Customer will consult with the rt dept and our sales rep for possible upgrades".

Manufacturer narrative:
The user facility did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the user facility rep. (B)(4). The carefusion tech support specialist in conjunction with the user facility's biomed engineer determined that the most likely cause of the reported event was a malfunctioning uim (user interface module). The carefusion technical support specialist advised the user's facility's biomed engineer that the device's uim is an obsolete model that is no longer available and would need to be replaced with a newer model. The user facility's biomed engineer advised the carefusion tech support specialist that he would consult with the respiratory dept and the local carefusion sales rep about getting a newer model uim to repair the unit in order to return it to service. Should the alleged faulty uim be returned to carefusion and evaluated, a f/u medwatch report will be submitted.